Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 43 mm diameter abdominal aortic aneurysm. The diameter of the right external iliac artery was 4.7- 15.1 mm. It was reported that during the index procedure the proximal part of the main body stent graft was successfully deployed. A 16 x 16 x 156 mm stent graft was then chosen as the contralateral limb and this was inserted through another manufacturer 16 fr sheath on the right side. However, it was reported that, after successful delivery of the contralateral limb, on withdrawal of the delivery system from the sheath, the distal tip of the endurant stent graft became caught on the tip of the sheath. It was noted that this occurred, even though the distal tip and the graft cover of the endurant delivery system was properly docked with each other. As the operating physician tried to pull the system out, the sheath kinked, making it difficult to retract the delivery system together with the sheath. After completing the opposite (ipsilateral) side, another manufacturers' balloon catheter was delivered up to the proximal region for occlusion. Then, the right femoral artery was cut down deeper to expose the blood vessel, and the damaged right external iliac artery was surgically repaired where the intima had been dragged. Without using blood vessel prosthesis, the intima was fixed and anchored to the vessel wall. It was noted that no incidents such as dissection occurred in the distal region. After touch up and final angiography, the physician confirmed that no endoleaks were present as a result of the evar. Following hemostasis and suturing, the procedure was completed. As per the physician, the cause of the event was related to the choice of sheath and the tortuosity of the patient anatomy. It was noted that the tip of check-flo was positioned at the top of the right access vessel (common femoral artery), where visual check was difficult. Even though the parts of the delivery system were properly docked to each other, there could be a small gap on the device delivery system that was facing towards the greater curvature side of the angulated section. It is possible that this gap interfered with the sheath tip at the angulated area. It might have been necessary to lower the sheath position, without pulling it by force and to use a longer sheath instead to avoid catching the device on the tortuous vessel. No additional clinical sequelae were reported and the patient will be monitored by the physician.